Event description:
On (B)(6) 2006, a physician expanded a graftmaster at 8 atms (nominal pressure) and was not able to stop the bleeding. He then increased the pressure to 11 atms. At this pressure, the physician confirmed leakage at the site. It was reported that he inserted and dilated another graftmaster at the same site and "arrested the bleeding." It was further reported that the physician conducted the procedure utilizing the incorrect compliance table for balloon expansion pressures.

Manufacturer narrative:
The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.